Manufacturer narrative:
This follow-up MDR is being submitted to document that the device involved in the reported event has been identified as available for return. At the time of this submission, the device has not yet been returned to the manufacturer and therefore has not been evaluated. A subsequent follow-up MDR will be submitted if additional information becomes available following device receipt and evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of introducer kink was most likely patient condition related due to tortuosity vessel condition.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. The peel away sheath 25 centimeter was double kinked after insertion. The implant of the impella was not possible. After changing to the short peel away sheath, the physician was able to implant the pump without any issues. The procedure was successful with this device. No patient survived and no harm was reported. The pump used was discarded but the damaged sheath was kept.